Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as a skin irritation with a yellow pus like discharge. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed an ointment and advised to temporarily remove the lifevest for the skin irritation. Follow up indicated that the skin irritation improved.